Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board was replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported a manifold pressure sensor error preventing mechanical ventilation. There was no report of patient injury.